Manufacturer narrative:
(B)(4). Batch # u5cp2h component code = mechanical (g04) device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one sr75 reload was returned with no apparent damage. The reload had the swing tab in the locked position, and the proximal 3 drivers up and the remaining drivers were down with staples present. The reload swing tab was reset in order to fire the cartridge. Further investigation shows that reload present slight damage on the pan at the middle part making the reload nonfunctional. No functional testing was performed due to the condition of the reload. It should be noted that product failure is multifactorial. It should be noted that the cartridge reload is designed to the lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. Due to the condition of the cartridge, the reported complaint was confirmed by an external cause as improper handling. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the distal gastrectomy surgery, could not fire on the 1st firing. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.